Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery in 2012 and mesh was implanted. It was reported the patient underwent surgical repair of a recurrent inguinal hernia as well as excision of lesion of spermatic cord and removal of the mesh in (B)(6) 2017. The surgeon noted there was abdominal wall infection and ¿fibrosis of the spermatic cord¿ and ¿erosion of the other implanted mesh to organ or tissue, sequela.¿ it reported the indications for surgery were ¿prior laparoscopic hernia repair with resulting extreme chronic pain.¿ it was reported the patient continues to experience pain, including severe testicular pain, sexual dysfunction, disfigurement, scarring, organ damage and is unable to work as he did prior to mesh implant. No additional information is provided.